Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify two opening striated in the anterior and crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated opening in the anterior assessed as surgical damage. A crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.